Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. It was not possible to duplicate the reported failure. The ventilator passed all safety and functional tests and was cleared for clinical use. The evaluation of received device logs confirm the reported event. The logs showed that the ventilator alarmed for high o2 concentration in combination with high airway pressure. Alarms for high o2 concentration are generated when the o2 concentration becomes higher than the upper alarm limit which is set value +5 vol%. Alarms for high airway pressure indicate that ventilation is ongoing but with higher airway pressure than intended. There are no technical error codes that indicate any technical issues with the ventilator. The preceding and following pre-use checks were passed without remarks. Since the reported failure could not be duplicated and no parts were replaced, the root cause of the alarms for high o2 concentration and high airway pressure has not been determined. There is no indication of ventilator malfunction at the time of event. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact peron: (B)(4).

Event description:
Importer ref. #:(B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the o2 concentration was changing and the ventilator generated a humming noise. There was no patient involvement. (B)(4).